Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the picture of the zero-p va implant 8 mm height lordotic-sterile (part # 04.647.128s, lot # unknown) was received showing the peek spacer separated from the ti alloy plate. This is consistent with the reported complaint condition, thus confirming the complaint. As the implant(s) was not returned an as received, dimensional, functional, material or drawing reviews are not applicable. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: exact date is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown date, the plate on the zero-p implant lordotic-sterile kept sliding off when the surgeon impacted the graft. The following devices were implanted during the surgery; two (2) zero variable angle implant lordotic sterile and two titanium cervical spine screw self drilling va. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device: 3.7mm ti cervical spine screw slf-drlg/variable angle 16mm (part 04.647.836, lot unknown, quantity 2). This report is for one (1) zero variable angle implant. This is report 1 of 2 for (B)(4).